Event description:
The customer reported the display is dim when set to brightness five. No patient involvement. The remote service engineer determined the unit is an older model with nav ring and probable hydis lcd which has not been replaced and has over 10k hours, unit has 2.10 software. Rse advised customer to replace user interface (ui) assembly. The customer replaced the ui assembly and the issue was resolved.

Manufacturer narrative:
The replaced user interface assembly was returned for internal failure investigation. Visual inspection of the user interface assembly revealed no evidence of damage or contamination. The burn out cold cathode fluorescent lamp (ccfl) backlight caused the dim display.